Event description:
It was reported that the patient had undergone an unrelated generator change out procedure on (B)(6) 2017 and since then the right ventricular lead has exhibited high impedance measurements. The nurse attempted pocket manipulation and isometrics and no anomalies were noted. All other electrical values were checked and found to be within range. No intervention, patient symptoms or additional information was reported.